Event description:
The customer reported that she was experiencing low or no milk expression with her pump in style device. The customer also reported that she had mastitis.

Manufacturer narrative:
Customer service sent a replacement pump to the customer. In f/u with the customer on (B)(6) 2012, the customer reported that they had been diagnosed with mastitis and antibiotics were made available to them. The customer also stated that they did not use the antibiotics, but that the mastitis was resolved. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Should the original product be received, resulting in new, changed, or corrected info, a f/u report will be filed at that time. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)].